Event description:
As reported by the edwards clinical specialist, the patient experienced a dissection of the right common femoral artery (rfca) during a transaortic valve implant procedure via transfemoral approach. Initially, access was obtained without difficulty through the rfa. Post valve deployment, after removal of the delivery system, a final iliac angiogram was performed and a right cfa dissection was noted. Further angio after removal of edwards sheath showed the dissection. A self-expanding stent was deployed to repair the dissection. The arteriotomies were closed with proglides. The patient was transferred to the cvicu in hemodynamically stable condition. Additional information received indicated that the access vessel diameter was 7.1mm, and the vessel was mildly calcified and tortuous.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the minimum luminal diameter is unknown, however, the vessel diameter was reported as 7.1mm, which is on the low end of the minimum vessel diameter required for this size sheath. In addition, the vessel had some calcification. There was no reported difficulties with insertion of the sheath or dilators. The exact cause for the reported dissection cannot be confirmed; however, there was no report of device malfunction. It is possible that patient factors contributed to the event.